Manufacturer narrative:
The reported malfunction was observed and attributed to out of specification patient impedance. The device was unable to detect impedance correctly. The patient impedance was re-calibrated to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device detected a short. Complainant indicated that there was no patient involvement in the reported malfunction.